Event description:
The facility reported a colleague pump with failure code 810:11. It was not specified when reported condition occurred. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed in the event history. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb (air-in-line printed circuit board) was recalibrated and verified. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).